Event description:
A pt underwent an underdose, and was admitted to a hospital. The following pt symptoms occurred: increased spasticity, tachycardia, and diaphoresis. It was noted that the pt had increased spasticity for months despite drug concentration increases from 1500 mcg/day to 4000 mcg/day. An issue with the pt's catheter was suspected. A catheter access port dye study was attempted, but they were unsuccessful aspirating drug from the catheter. A physician had been weaning the pt's dose, however, spasticity was getting worse. The physician believed the pt was getting some drug, but was not sure how much due to the pt's history of events. No pump alarms occurred. The pt had received a therapeutic bolus and they were waiting to see if there was any benefit. The pt's outcome, in addition to the type of medication being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).